Event description:
The pt stated that their dark blue top got loose. They got "air in line." They called baxter and they told pt that they would have to start over. No pt injury or medical intervention was indicated by baxter.